Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified total delamination of the valve, fold creases and white particles on the device's inner surface. A leak test was performed which identified a delamination. A microscopic analysis was performed which identified total delamination of valve due to adhesive failure and wear abrasion.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.